Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2017-00339 / 00340).

Event description:
It is reported that a cannulated driver and solid driver's tips twisted during surgery. The surgery was able to be completed without further complication, as the screws were able to be seated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that one cannulated driver and one solid driver's tips twisted and a cannulated driver fractured during surgery. The surgery was able to be completed without further complication, as the screws were able to be seated. No adverse events have been reported as a result of the malfunction.